Event description:
On 1/28 surgeon reported per chest film that it appears that a rectangular shaped foreign object is present, projecting over the left lung base, which measures 6 cm in length and 1 cm in diameter. Shape of object appears to be similar to a 1 endopath ets45 4.1 mm reload. A video-assisted left thoracotomy with wedge resection of left lower lobe lesion was performed on 1/24/00. Original instruments were disposed of. An instrument from same lot number were returned to sales rep on 1/31/00.